Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt began infusion device therapy on (B)(6) 2011 while hospitalized. The pt experienced elevated blood glucose while using the infusion device. On (B)(6) 2011, while changing the infusion set and insulin cartridge, the nurse found the headset needle broke in the pt's skin. The needle was removed through surgery on (B)(6) 2011. The pt was switched to injection therapy. No further info is available. The infusion set was requested to be returned for eval.